Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred after loading a new cartridge onto the pump. A new cartridge was loaded resolving the alarm. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 536 mg/dl; cause was not known. A correction bolus via the pump was delivered to address bg.